Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, motor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm or motor error alarm noted during testing. Hardware low level failures. Alarm (variable info=3) and the motor arm cannot communicate with the main arm alarm confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.